Event description:
It was reported that during PICC insertion the pt experienced moderate to severe facial flushing when PICC was fully inserted. No change in vs, reported chest heaviness and feeling funny. Resolved under 5 minutes with cool cloths and reassurance.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) or reuj0692 showed no other similar product complaint(s) from this lot number.